Manufacturer narrative:
This report is based on information provided by philips bench repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the electrode failed - error displayed. The reported problem has been confirmed that the main capacitor needs to be replaced. Due to the end of the support period and the lack of available parts, it is not possible to repair it. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. This complaint was reviewed by a vigilance reporting specialist who determined the complaint is reportable. The vrs provided the following rationale for their decision " there was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx is showing an "electrodes fail" error message. There was no reported patient involvement.